Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by technician, the functional testing revealed excessive noise, bearings were overheating, very strong vibration and rotational speeds were below specification. The device was replaced.

Event description:
The customer reported that the device does not work at all. (B)(4).